Event description:
A malfunction code malf 0 was reported by the customer, though no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer by providing pump reset information, and the customer successfully reset the pump without recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if any issues reoccur.